Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. All buttons functioning properly during testing. No damage on keypad traces noted during testing. The lcd connector was inspected and no anomaly was noted. Unit received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that the customer's blood glucose was over 600 mg/dl during her doctor's appointment. The patient treated via manual insulin injection. Troubleshooting did not occur for the high blood glucose. Additionally, the customer's act button was not working. She did not recall any significant events leading to the keypad anomaly. The customer was advised to discontinue use of the insulin pump and to revert to her medically prescribed back-up plan. The insulin pump was returned for analysis.